Event description:
Information received with return of the explanted device notes that at implant, the device would not sense properly in the at rium when programmed to the ddd mode. It was noted that the patient was an "open heart case" and tthat an epicardial external pacemaker was placed post-op.